Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, it was visible in the logs that alarm 388 "no o2 dosing possible alarm" was triggered several times in combination with alarm 271 - "o2 supply failed" at o2 supply pressure between 3.5 and 3.6 bar. This is caused by a dynamic performance issue of the o2 pressure regulator and the inspiration block needs to be exchanged. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 alarmed no o2 dosing possible during patient use. The customer confirmed that there is no patient harm reported from this event and the ventilator was pulled out of use.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the root cause of the issue was the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation. It is visible in the logs that alarm 388 - "no o2 dosing possible" was triggered several times in combination with alarm 271 - "o2 supply failed" at o2 supply pressure between 3.5 and 3.6 bar. As a resolution the o2 pressure regulator and the inspiration block needs to be exchanged.